Manufacturer narrative:
The root cause for the reported complaint could not be determined. No sample was returned for analysis. Chain of custody shows that sn reported to be inside the box was consumed by the facility prior creation of this complaint record with no issues reported. Both sns were shipped and received by the same facility. Manufacturing dates for both products are months apart. Based on the above information, it is highly unlikely that the reported issue is manufacturing related. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported wrong iol inside the box. As per source document there was no patient contact and the procedure was completed.